Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Other issues related to the dislodgement were oversensing, pacing inhibition, and pocket stimulation. Dislodgement was confirmed via x-ray and fluoroscopy. Another ra lead was successfully placed. No additional adverse patient effects were reported. This device has returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Other issues related to the dislodgement were oversensing, pacing inhibition, and pocket stimulation. Dislodgement was confirmed via x-ray and fluoroscopy. Another ra lead was successfully placed. No additional adverse patient effects were reported. This device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Should additional information become available, this report will be updated.